Manufacturer narrative:
This report is submitted on april 17, 2019.

Event description:
Per the clinic, the patient experienced infection at implant site; subsequently the device was explanted (B)(6) 2019.